Event description:
Customer states that a falsely low pt psa result of 6.19 ng/ml was produced on the access system. The physician questioned the result and requested a repeat test. The physician then sent the sample to a reference lab. The referrence lab result was 13.4 ng/ml. Customer then repeated the psa on the initial sample, with a result of 16.8 ng/ml. A new sample was drawn and tested with a result of 20.37 ng/ml and replicated with a 16.8 ng/ml. No treatment was initiated or witheld based on the false low result. There was no death or serious injury associated with this event. A false low psa result could contribute to a delay in diagnosis or changes in the course of treatment. Beckman coulter feels this event requires reporting under 21 cfr 803.